Event description:
Customer reported receiving a motor error alarm during basal and a no delivery alarm. Customer's current blood glucose reading is 154 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms noted. Insulin pump had a corroded motor home switch. Insulin pump had a cracked reservoir tube lip and minor scratches on display window during visual inspection.